Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. The t:flex user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 585 mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized. Intravenous insulin/fluids were administered. Elevated bg was resolved with no permanent damage. Reportedly, customer had accidentally input an incorrect basal rate, which resulted in elevated bg. Customer adjusted basal rate to correct setting. Additionally, it was reported that the customer was using humalin u 500 in the cartridge. Tandem technical support educated customer regarding cartridge/insulin per labeling. Customer was discharged (B)(6) 2019 and pump therapy was resumed. Customer alleged no issues with the pump and required no further assistance.